Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge unless the usb cable was held into the charging port at a specific angle. The pump was able to be charged successfully with an alternate cable. The customer¿s blood glucose level was 119 mg/dl.